Event description:
Additional information received indicated the event was resolved by capping and replacing the right ventricular lead.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, noise was observed on the right ventricular (rv) lead. The event was resolved by replacing the rv lead. The patient was in stable condition. Further information was request but not yet available.